Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead may need to be repositioned or replaced within the near future. There were no adverse patient effects reported.